Event description:
The iab was inserted into the pt on 1/25/97. After iabp was initiated, alarms sounded from the pump in the first three hrs because the tip of the iab was at the diaphragm. After an x-ray was taken, the position of the iab was corrected. From that moment, there were no more problems until blood was detected in the iab tubing after 18 hrs of pumping. The iab was removed immediately on 1/26/97. Six hrs later, a second iab was inserted. There were no complications from event. The pt went on to expire on 1/26/97 at 18:00 hrs. Event complications: none from the event-reported 1/27/97, pt's current status: expired-reported 2/3/97.

Manufacturer narrative:
This follow up MDR was mailed to the FDA on 7/8/95. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical apeparance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.